Manufacturer narrative:
Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, ¿replace instrument/blade error detected¿ was displayed. The blade was broken off at a test outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.